Event description:
It was reported that the patient never had therapeutic effect, and her symptoms had gotten worse despite multiple reprogrammings. The patient claimed that the neurostimulator was shutting itself off at times, though it was noted that the patient did not have knowledge about how to work the device.

Event description:
Subsequent information received reported, the patient had loss of bladder control and issues with leaking since implant. The patient's area of symptoms was the perineum. The patient had tried all of the programs except program 4, as well as increasing stimulation, but still was not feeling anything. The patient had been back to the physician for reprogramming, which worked right away but after a few days it would no longer work. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3889-28, lot# v762613, implanted: (B)(6) 2011, explanted: na. Programmer, model 3037, serial# (B)(4).